Event description:
A purchasing agent reported that following an intraocular lens (iol) implant procedure, the patient experienced vison blurry. The iol was exchanged for another lens next month following the initial implant procedure. The clinical reason given for the explant was ¿suboptimal visual acuity/quality¿. There was no patient harm involved and the patient was not hospitalized.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).